Manufacturer narrative:
A review of the service report indicates that the customer's system displayed a system message (sm) - (vacuum check failed-slow rise time). The customer reported their system did not have suction. The company representative examined the system and noted that the aspiration pressure sensor (aps) value was out of specifications. A fluidics module was ordered. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
An operating room director reported suction problems during a procedure. The procedure was completed with no harm to the pt. Additional information had been requested, but has not been received.